Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap appendix. At the end of the procedure, whilst removing the specimen through the trocar, the or staff noticed that pinch tab broke and seal housing dislodged. The tab fell but outside the patient. They did not use another trocar because the procedure was finished already. Patient status: not affected. Patient is fine.

Manufacturer narrative:
The cannula of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a broken cannula tab. Engineering was able to replicate the broken tab by repeatedly applying downward and upward forces on the remaining tab until breakage. Based on the condition of the returned unit and testing performed during the evaluation, the exact root cause could not be confirmed. The probability and criticality of this failure have been evaluated and were found to be at an acceptable level. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.